Manufacturer narrative:
The product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30408812l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-sep-2021, the product investigation was completed. It was reported that a male patient (57 year old, 95kg,174ft) underwent cardiac ablation procedure for persistent atrial fibrillation with qdot-micro, bi-directional, f-j curve, c3, split handle catheter and suffered cardiac tamponade requiring pericardiocentesis. After completing left pulmonary veins isolation physician wanted to introduce catheters to the left superior pulmonary vein (lspv) and it occurred to be difficult with lasso nav catheter. Physician made an attempt to introduce qdot-micro, bi-directional, f-j curve, c3, split handle catheter to lspv. Catheter was used with long steerable sheath agilis. Contact force measurements were high during that maneuvers and qdot-micro, bi-directional, f-j curve, c3, split handle catheter was found to be outside the map for short time. It is highly probable that it was a result of cardiac tamponade [perforation]. Cardiac tamponade was confirmed by fluid in pericardium observed in echocardiography and drop of blood pressure. Pericardial sac was punctured and fluid drawn out. Patient was in stable condition and remained under observation on cardiac intensive care unit. Physician did not complain about problems with catheter. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the qdot micro catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. The catheter was deflected during the analysis and no force issues were detected. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30408812l number, and no internal action related to the complaint was found during the review no malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 5/14/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient ((B)(6), 95kg,174ft) underwent cardiac ablation procedure for persistent atrial fibrillation with qdot-micro, bi-directional, f-j curve, c3, split handle catheter and suffered cardiac tamponade requiring pericardiocentesis. After completing left pulmonary veins isolation physician wanted to introduce catheters to the left superior pulmonary vein (lspv) and it occurred to be difficult with lasso nav catheter. Physician made an attempt to introduce qdot-micro, bi-directional, f-j curve, c3, split handle catheter to lspv. Catheter was used with long steerable sheath agilis. Contact force measurements were high during that maneuvers and qdot-micro, bi-directional, f-j curve, c3, split handle catheter was found to be outside the map for short time. It is highly probable that it was a result of cardiac tamponade [perforation]. Cardiac tamponade was confirmed by fluid in pericardium observed in echocardiography and drop of blood pressure. Pericardial sac was punctured and fluid drawn out. Patient was in stable condition and remained under observation on cardiac intensive care unit. Physician did not complain about problems with catheter. There was no report of extended hospitalization. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable. Both lasso and the qdot-micro, bi-directional, f-j curve, c3, split handle could have contributed to the event and thus the event will be conservatively reported under both devices. This report is for the qdot-micro. The lasso was reported under manufacturer report number 2029046-2020-01943.